Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve in a patient with a bicuspid aortic valve and calcification of the left ventricular outflow tract and annulus, a pre-implant balloon aortic valvuloplasty was performed using a 16 mm x 4 cm non-medtronic balloon. Subsequently, the valve was inserted into the patient and fully deployed at an implant depth of 3 mm on the non-coronary cusp, and approximately 4 mm on the left coronary cusp. Following removal of the delivery catheter system nosecone, the distal end of the non-medtronic guidewire located in the left ventricle interacted with the inflow of the valve. The interaction caused the valve to dislodge into the descending aorta, above the sinotubular junction. After the dislodgement, a 20 mm non-medtronic valve was implanted in the patient. The dislodge resulted in a 45 minute procedural delay. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.